Event description:
A nurse called on behalf of the customer and alleged the customer's meter was reading too high. The customer's contour gave a blood glucose reading of 300 mg/dl, while the nurse's contour read 122 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The nurse declined the offer to troubleshoot and ended the call. No product or customer info was obtained before the call ended. No product will be returned.

Manufacturer narrative:
The caller did not provide a meter serial number, so it was not possible to determine the meter MFR date.